Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ pain-ndr: unable to observe since it is not related to the device. ¿ fibromyalgia-ndr: unable to observe since it is not related to the device. ¿ varied injuries-ndr: unable to observe since it is not related to the device. ¿ varied injuries to offspring of patient-ndr: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ pregnancy related complications-ndr: unable to observe since it is not related to the device. ¿ depression: unable to observe since it is not related to the device. ¿ inflammation/irritation-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
A patient reported, "implants are significantly capsulated", "I've been in extreme pain", "they were so hard I couldn't live with them in anymore", "frequent, painful, shooting pains in both my breasts", "were very painful all day and night and became extremely hard to touch", "under my armpits started to feel hard", "hot to touch", "inflammation was chronic", "joint pains", "my joints, all over my body, became terribly inflamed", "diagnosed with fibromyalgia", "sleeping was extremely difficult", "stress effected my ability to work", "brain fog", "I advised that my implants were now effecting me mentally and told them I felt suicidal", "depression", "anxiety", "my body was clearly fighting your toxic, faulty, product and went on to seriously affect my fertility", "after experiencing 3, traumatic, consecutive miscarriages", "my daughter was born with a rare birth defect leading to a life long disability, due to the medication I was prescribed". The device has been explanted. This relates to the left device. The following systemic events have been assessed by abbvie medical safety as not related to the device (ndr) and are minor in severity: "diagnosed with fibromyalgia" as fibromyalgia-ndr and "joint pains" as pain-ndr . The following events have been assessed by abbvie medical safety as not device-related, are considered minor in severity: "my joints, all over my body, became terribly inflamed" [however, this event was deemed reportable as abbvie medical safety deemed the event to be an unexpected inflammatory reaction] as inflammation/irritation-ndr , "sleeping was extremely difficult","stress effected my ability to work" and "brain fog". The following events have been assessed by abbvie medical safety, and while they are considered serious, they have been deemed not device-related: "after experiencing 3, traumatic, consecutive miscarriages", and "my daughter was born with a rare birth defect leading to a life long disability, due to the medication I was prescribed".

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, fibromyalgia-ndr and pain-ndr [systemic events], inflammation/irritation-ndr [unexpected event]. Continued h6 (health effect- clinical code 4): e2326.

Event description:
A patient reported, "implants are significantly capsulated", "I've been in extreme pain", "they were so hard I couldn't live with them in anymore", "frequent, painful, shooting pains in both my breasts", "were very painful all day and night and became extremely hard to touch", "under my armpits started to feel hard", "hot to touch", "inflammation was chronic", "joint pains", "my joints, all over my body, became terribly inflamed", "diagnosed with fibromyalgia", "sleeping was extremely difficult", "stress effected my ability to work", "brain fog", "I advised that my implants were now effecting me mentally and told them I felt suicidal", "depression", "anxiety", "my body was clearly fighting your toxic, faulty, product and went on to seriously affect my fertility", "after experiencing 3, traumatic, consecutive miscarriages", "my daughter was born with a rare birth defect leading to a life long disability, due to the medication I was prescribed". The device has been explanted. This relates to the left device. The following systemic events have been assessed by abbvie medical safety as not related to the device (ndr) and are minor in severity: "diagnosed with fibromyalgia" as fibromyalgia-ndr and "joint pains" as pain-ndr . The following events have been assessed by abbvie medical safety as not device-related, are considered minor in severity: "my joints, all over my body, became terribly inflamed" [however, this event was deemed reportable as abbvie medical safety deemed the event to be an unexpected inflammatory reaction] as inflammation/irritation-ndr , "sleeping was extremely difficult","stress effected my ability to work" and "brain fog". The following events have been assessed by abbvie medical safety, and while they are considered serious, they have been deemed not device-related: "after experiencing 3, traumatic, consecutive miscarriages", and "my daughter was born with a rare birth defect leading to a life long disability, due to the medication I was prescribed".

Event description:
A patient reported, "implants are significantly capsulated", "I've been in extreme pain", "they were so hard I couldn't live with them in anymore", "frequent, painful, shooting pains in both my breasts", "were very painful all day and night and became extremely hard to touch", "under my armpits started to feel hard", "hot to touch", "inflammation was chronic", "joint pains", "my joints, all over my body, became terribly inflamed", "diagnosed with fibromyalgia", "sleeping was extremely difficult", "stress effected my ability to work", "brain fog", "I advised that my implants were now effecting me mentally and told them I felt suicidal", "depression", "anxiety", "my body was clearly fighting your toxic, faulty, product and went on to seriously affect my fertility", "after experiencing 3, traumatic, consecutive miscarriages", "my daughter was born with a rare birth defect leading to a life long disability, due to the medication I was prescribed". The device has been explanted. This relates to the left device. The following systemic events have been assessed by abbvie medical safety as not related to the device (ndr) and are minor in severity: "diagnosed with fibromyalgia" as fibromyalgia-ndr and "joint pains" as pain-ndr . The following events have been assessed by abbvie medical safety as not device-related, are considered minor in severity: "my joints, all over my body, became terribly inflamed" [however, this event was deemed reportable as abbvie medical safety deemed the event to be an unexpected inflammatory reaction] as inflammation/irritation-ndr , "sleeping was extremely difficult","stress effected my ability to work" and "brain fog". The following events have been assessed by abbvie medical safety, and while they are considered serious, they have been deemed not device-related: "after experiencing 3, traumatic, consecutive miscarriages", and "my daughter was born with a rare birth defect leading to a life long disability, due to the medication I was prescribed".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.